Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, underweight, and wear abrasion. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified smooth opening in the anterior side. Based on the device analysis the final assessment was a smooth opening on anterior side.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.